Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was glowing red and would not turn off. The device was pulled out of the pt because the healthcare provider feared burning the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device (hemopro tool) was not returned to the factory for evaluation. The hospital returned the cannula and btt kit. Evaluation was done based on a video provided by the hospital. Based on the video the device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted based on the video. A fir will not be issued at this time because it is not possible to determine the root cause since the device was not returned. We are unable to perform a physical evaluation of the actual device. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).